Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5d1 displayed black screen and failed to boot up. Remote smart service shown offline and screen was not lighting up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1, 6.2 board was bad and retractor band was cracked. A field service engineer replaced board and retractor band, rebooted the device the issue was resolved. The system functioned as intended after the field service engineer repaired the device.